Event description:
Have opened five ihealth covid19 antigen rapid tests (provided courtesy of us government), have very carefully put liquid into vial "it is acceptable that the liquid level is above edge 2. However, do not proceed with the test, if the liquid level is below edge 2, as this may result in false or invalid results". All five tests so far have had liquid provided level below edge two. Model ico-3000, lot no(10)222co20212 (4 boxes). Extended expiration date from 2022-08-11. Reference report #mw5117201, #mw5117202, #mw5117204, #mw5117205.